Event description:
Caller states the pt tested 5.3 inr on coagucheck system 1 and 3.3 inr on coagucheck system 2 during duplicate testng. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coagucheck system 1. Reference medwatch with a1 pt for suspect device in coagucheck system 2.